Event description:
It was reported to vyaire medical that the vela ventilator alarmed transducer fault, low pip (positive inspiratory pressure) and low ve (minute ventilation) . The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective main control pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.